Manufacturer narrative:
Medical devices continued. Product ID 5076-58 lead implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and high thresholds. The parameters on the lead were reprogrammed and it remains in use. It was further reported that a chest x-ray showed ¿pinching¿ on the atrial lead. The atrial lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the "pinching" on the atrial lead continued due to a change of position.